Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead exhibited high capture threshold. It was also observed that the lead helix failed to retract after several re-insertion attempts. The lead was not used and replaced during the procedure. There were no patient consequences.